Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported difficulty to retract the foot was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 8f sheath after an interventional emoblization of interior iliac procedure. Reportedly, the device was removed without any issue nor resistance. When the device was successfully removed, it was noticed that the posterior foot of the device remained open after returning the lever to its original position with a piece of tissue caught in the foot plate. There was no tissue damage reported. After device was removed, the lever was opened and returned to its original position, and the foot closed just fine. Hemostasis was achieved with the sutures of the same device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.